Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Article authors: dr. Suzuki, hiroshi, dr. Sone, hiromoto, et al. Published on page 162 of the 31st congress of japanese coronary association. The device was not returned for evaluation. The reported patient effect of stenosis is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
The following information was reported from an article titled: `different outcomes of the two xience stent implants deployed in the same branches of coronary confirmed by ofdi.' In (B)(6) 2014, the patient underwent a cardiac ultrasound which revealed an inferior old myocardial infarction. It was reported that on (B)(6) 2014, a procedure was performed to treat a lesion in the first marginal branch of the left circumflex coronary artery (lcx) with 90% stenosis. A 3.0x23 mm xience xpedition stent was deployed and revascularization was confirmed. Post procedure, an acute stent thrombosis was suspected with st elevation. Coronary angiography confirmed a thrombus in the distal lcx not within 5mm of the deployed 3.0x23 mm xience xpedition in the first marginal branch. A 3.25x18 mm xience xpedition stent was deployed to treat the lesion in the distal lcx and the patient was put on dual antiplatelet therapy following. On (B)(6) 2017, a computed tomography scan confirmed 99% re-stenosis in the 3.25x18 mm xience xpedition stent. In (B)(6) 2017, the patient underwent an unspecified percutaneous coronary intervention which confirmed that the 3.25x18 mm xience xpedition stent was sufficiently dilated, but proliferation of the heterogenous plaque had occurred. The patient recovered and was discharged on an unknown date. No additional information was provided.